Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event while the dexcom g6 sensor was in warmup after an overnight sensor expiration, resulting in delayed insulin delivery on the ilet and a highest cgm reading of 401 for approximately three hours with an inset 23" infusion set on the stomach. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and insufficient information was identified regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.